Event description:
User opened a butler gum toothbrush which was new in the package. When they started to brush with it, their mouth was filled with loose bristles. Some of the bristles popped out and got stuck between their teeth.